Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On 01/12/2025, it was reported that the patient's mobile app showed sensor error lasting more than 1 hour in total 8 days after the sensor was put on the arm. Prior to the sensor error, the patient said that the egv was 50 mg/dl. The patient was feeling weak, shaky, and clammy after getting the sensor errors. The patient did not do any fingerstick. The patient said that she was about to treat himself; however, she passed out at about 5:30 pm. She was unconscious for about 15 minutes. Her roommate assisted her. When she regained consciousness, she did a fingerstick and got a low bg reading (no exact value). She drank juice and ate carbs. She was still getting sensor errors and changed sensor by 11:30 pm. At the time of the call, she was fine. No other details were documented data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.